Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating which resulted in a pump shutdown. Customer¿s blood glucose (bg) was between 400 mg/dl and a "high" bg level via cgm meter. High bg was caused by the pump shutdown. A correction bolus was administered to address bg.